Manufacturer narrative:
The field service engineer (fse) found the vacuum chamber was filled with fluid and the vacuum chamber lid was not sealed properly causing a leak of cleaner. The fse replaced the vacuum chamber to resolve the leak. Upon recur, the failure mode identified could cause erroneous results for cbc results due to a cbc dilution error if the wbc and rbc baths are not able to drain causing bath carryover. (B)(4).

Event description:
The customer reported a leak underneath the lh750 instrument. The volume of the leak was reported as 100 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated.